Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review will not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for alleged filter migration. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model unknown filter vena cava filter allegedly migrated and perforated. The information was received from a single source. One patient was involved with no reported patient injury. The patient is (B)(6) years old; however,age and weight was not provided.